Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('claiming pain: pelvic pain') in an adult female patient who had essure (batch no. 823225-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo essure confirmation test". The patient's medical history included therapeutic procedure, atypical squamous cells of undetermined significance and abdominal pain. Concurrent conditions included cervical dysplasia, koilocytosis, endometriosis, loop electrosurgical excision procedure, pap smear abnormal, biopsy and colposcopy. Concomitant products included drospirenone + ethinylestradiol (yaz) since 2013, fluoxetine from (B)(6) 2014 to (B)(6) 2016, phenolphthalein (ex-lax) and sumatriptan (B)(6) 2014 to 2016. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("pain lower abdomen"), dysmenorrhoea ("dysmenorrhea cramping"), dyspareunia ("dyspareunia painful sexual intercourse"), abdominal distension ("other injury(ies) or complication (s) please describe: severe bloating"), urticaria ("rashes or skin conditions-type: hives"), anxiety ("psychological or psychiatric problems-condition: anxiety"), depression ("psychological or psychiatric problems-condition: depression"), migraine ("migraines / headaches"), gastrointestinal disorder ("gastrointestinal or digestive system condition-type/gi conditions: bowel issues"), psychological trauma ("psych injury related to essure"), fatigue ("fatigue"), nausea ("nausea"), night sweats ("hormonal changes describe: night sweats"), hot flush ("hormonal changes describe: hot flashes"), vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("abnormal bleeding menorrhagia"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, dysmenorrhoea, dyspareunia, abdominal distension, migraine, gastrointestinal disorder, fatigue, nausea, night sweats and hot flush had resolved and the urticaria, anxiety, depression, psychological trauma, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, hot flush, menorrhagia, migraine, nausea, night sweats, pelvic pain, psychological trauma, urticaria and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for fallowing conditions: dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal pain, rash/skin condition, psych injury related to essure, hormonal changes, migraine, nausea, gi conditions, fatigue, bloating. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: nausea, depression, migraine and anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-feb-2020: pfs received: concomitant drugs were added. Added event abnormal bleeding (vaginal, menorrhagia). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('claiming pain: pelvic pain') in an adult female patient who had essure (batch no. 823225-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo essure confirmation test". The patient's medical history included therapeutic procedure, atypical squamous cells of undetermined significance and abdominal pain. Concurrent conditions included cervical dysplasia, koilocytosis, endometriosis, loop electrosurgical excision procedure, pap smear abnormal, biopsy and colposcopy. Concomitant products included phenolphthalein (ex-lax). On (B)(6)2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("pain lower abdomen"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal distension ("other injury(ies) or complication (s) please describe: severe bloating"), urticaria ("rashes or skin conditions-type: hives"), anxiety ("psychological or psychiatric problems-condition: anxiety"), depression ("psychological or psychiatric problems-condition: depression"), migraine ("migraines / headaches"), gastrointestinal disorder ("gastrointestinal or digestive system condition-type/gi conditions: bowel issues"), psychological trauma ("psych injury related to essure"), fatigue ("fatigue"), nausea ("nausea"), night sweats ("hormonal changes describe: night sweats") and hot flush ("hormonal changes describe: hot flashes"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, abdominal pain lower, dysmenorrhoea, dyspareunia, abdominal distension, migraine, gastrointestinal disorder, fatigue, nausea, night sweats and hot flush had resolved and the urticaria, anxiety, depression and psychological trauma outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, hot flush, migraine, nausea, night sweats, pelvic pain, psychological trauma and urticaria to be related to essure. The reporter commented: plaintiff received treatment for fallowing conditions: dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal pain, rash/skin condition, psych injury related to essure, hormonal changes, migraine, nausea, gi conditions, fatigue, bloating. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: nausea, depression, migraine and anxiety. Most recent follow-up information incorporated above includes: on 11-sep-2019: update of information (batch is not valid) no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('claiming pain: pelvic pain') in an adult female patient who had essure (batch no. 823225) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo essure confirmation test". The patient's medical history included therapeutic procedure, atypical squamous cells of undetermined significance and abdominal pain. Concurrent conditions included cervical dysplasia, koilocytosis, endometriosis, loop electrosurgical excision procedure, pap smear, biopsy and colposcopy. Concomitant products included phenolphthalein (ex-lax). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("pain lower abdomen"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal distension ("other injury(ies) or complication (s) please describe: severe bloating"), urticaria ("rashes or skin conditions-type: hives"), anxiety ("psychological or psychiatric problems-condition: anxiety"), depression ("psychological or psychiatric problems-condition: depression"), migraine ("migraines / headaches"), gastrointestinal disorder ("gastrointestinal or digestive system condition-type/gi conditions: bowel issues"), psychological trauma ("psych injury related to essure"), fatigue ("fatigue"), nausea ("nausea"), night sweats ("hormonal changes describe: night sweats") and hot flush ("hormonal changes describe: hot flashes"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, dysmenorrhoea, dyspareunia, abdominal distension, migraine, gastrointestinal disorder, fatigue, nausea, night sweats and hot flush had resolved and the urticaria, anxiety, depression and psychological trauma outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, hot flush, migraine, nausea, night sweats, pelvic pain, psychological trauma and urticaria to be related to essure. The reporter commented: plaintiff received treatment for fallowing conditions: dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal pain, rash/skin condition, psych injury related to essure, hormonal changes, migraine, nausea, gi conditions, fatigue, bloating. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: nausea, depression, migraine, anxiety. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs and mr received: previously reported event "injury nos" replace with ¿pelvic pain¿. New events added: night sweats, anxiety, depression, hives, migraines / headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdominal pain, fatigue, bowel issues, severe bloating, psych injury, gi condition and hot flashes. Outcome of the events lower abdominal pain, pelvic pain, bloating and migraines updated. New reporter, lot number and concomitant drugs and conditions added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.